Manufacturer narrative:
Investigation summary : our quality engineer inspected the samples, photo, and video submitted for evaluation. Bd received five unopened units, one used unit, one video, and one photo. Initial visual observation of the video revealed that leakage beyond the septum had occurred. The reported defect was confirmed. Prior to testing, all units were inspected for the actuator being pushed through the septum and no defects were found. The unused units were tested for leakage beyond the septum and no leakage was observed. The used unit could not be tested for leakage has it had been used; therefore, the unit was dissected so that the septum could be inspected for damage which could result in leakage. Upon microscopic investigation, no damage or tearing of the septum or catheter tubing was observed. Although the reported defect was confirmed based on the video, bd was unable to determine a root cause based on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA 3009472 was opened on (B)(6) 2021 to address leak beyond the septum defect in response to increased number of complaints including for lot 0164701.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in leaked. The following information was provided by the initial reporter: the customer complained that the blood control system malfunctioned. It could not control the blood flow (fake blood was used) when the safety device activated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in leaked. The following information was provided by the initial reporter: the customer complained that the blood control system malfunctioned. It could not control the blood flow (fake blood was used) when the safety device activated.